Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pain at the device implant site. The physician repositioned the device. The device remains in use. No further patient complications have been reported as a result of this event.